Event description:
On (B)(6) 2025, a patient prepared for a port placement procedure using powerport isp MRI in two transverse fingers below the clavicle via internal jugular vein for gastric cancer. Prior to the procedure, it was reported that the catheter tip allegedly found to be stuck to the packaging during pre-flushing, preventing further testing. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo show partial view of the catheter tip was found to be melted and stuck to one corner of the inner packaging tray as the end appeared flat. The manufacturing review states, visual inspection of the only image provided for evaluation showed the distal tip of the catheter was observed to be completely flattened and adhered to the edge of the tray in the seal area and this damage is related to the process of placing the catheter inside the internal tray and sealing, therefore, it is determined that the cause of this condition is related to manufacturing. Therefore, the investigation is confirmed for the reported catheter tip stuck to the packaging issue and identified melted issues. The root cause was determined to be manufacturing related. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepared for a port placement procedure using powerport isp MRI in two transverse fingers below the clavicle via internal jugular vein for gastric cancer. Prior to the procedure, it was reported that the catheter tip allegedly found to be stuck to the packaging during pre-flushing, preventing further testing. The procedure was completed by using another device. There was no patient contact.